Event description:
In 2002, the international representative received the following information from the international distributor: emergency surgery prior to patient's death revealed that a perforation injury had been sustained at the junction of the left subclavian and internal jugular veins.